Event description:
The customer reported the fluoroscopic image was unable to be displayed or viewed. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 14 vdc ps2 power supply was evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.